Event description:
The customer reported the display going blank during a bolus delivery. The customer didn't feel comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube.